Manufacturer narrative:
Product ID: 97791, lot# n380935, implanted: (B)(6) 2013, product type: accessory. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had fallen flat on her back in the shower the day prior and lost stimulation after this. The patient was at her device physician office and they were not able to check the stimulator. They tried multiple times with the programmer, but they were unable to get to a home screen; the no telemetry message was seen. The stimulator had been fully charged prior to the fall. A company representative was later contacted and saw the patient the week of (B)(6) 2015 and stated her system was working fine, the patient had just gotten a little confused and needed a refresher.